Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a spinal fusion, the navigation system shut down without prompt from the user. The representative reported that the system did not beep indicating an empty battery. The system operated for 20-30 minutes prior to shut down. The site attempted two outlets on the system and the issue was not resolved. The surgeon elected to complete the procedure with a second medtronic navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.